Event description:
A caller reported experiencing multiple occlusion alarms, which caused the blood glucose monitor to display "high," although specific blood glucose values were not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin.